Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was explanted due to insufficient information. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.